Manufacturer narrative:
6/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The device which was returned for evaluation contained a full complement of fully seated staples; therefore, it is likely that this was not the unit which was involved in the alleged incident.

Event description:
During a whipple procedure, the staples were not present after firing. The surgeon applied another device. Additional tissue was resected. The pt's status is satisfactory.